Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that a unspecified bd syringe had plunger difficulty. The following was reported, "material no.: unknown. Batch/lot: unknown. It was reported that there were "multiple, reoccurring instances where she experienced difficulty drawing insulin from the vial during routine supply changes". Related complaint ID: (B)(4). Customer text: contact reports multiple, reoccurring instances where she experienced difficulty drawing insulin from the vial during routine supply changes; contact details, upon retracting the syringe's plunger, she was unable to extract insulin as expected. Contact states that the issue began "soon after completion of initial pump training" (cts set an appx event date of ~(B)(6) 2018, 1-day ahead of ipt (B)(6) 2018). Contact was unable to recall details on what specific components were exchanged during the course of self-troubleshooting, but was ultimately able to fill a cartridge with insulin then resumed insulin from the pump without further issue. Contact's purpose of call was to procure replacement syringe body/needle tip assemblies, as all affected components had been discarded and is without additional supplies to fill subsequent cartridges. Cts sent 10pk t:lock cartridges to assist with wasted cartridge fill supplies, and advised to call back if the issue reoccurs, so troubleshooting may take place to identify the root cause of the issue. Contact acknowledged, and was satisfied. Contact states this issue caused no injuries and posed no negative impact to the customer's bgs contact showed no further concern, stating she will have procured sufficient supplies before their next routine supply change becomes due. (B)(4).